Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pains/ pains and symptoms have totally vanished"). The patient was treated with surgery (took my uterus). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain was resolving. The reporter considered medical device removal and pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event pains/pains and symptoms have totally vanished was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain ("pains/ pains and symptoms have totally vanished") and was found to have weight increased ("weight gain"). The patient was treated with surgery (took my uterus). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain was resolving. The reporter considered medical device removal, pain and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - weight gain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (took my uterus). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.